Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new system implant procedure. During the procedure, the lead was tested prior to implant and it was noted that the helix extended at a slight angle. Since the helix could be extended, the physician went ahead with the procedure. While attempting to position the lead, x-ray imaging showed that the helix was extending at an angle so the lead was removed. Upon testing again, the helix would no longer retract. The procedure was completed with another lead without any patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with those occuring during procedure.